Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump emitted a call service alarm. Reportedly, when rebooting the pump to clear the alarm, the pump emitted a chirp followed by a loss of power. It was noted that several batteries were used in an attempt to power the pump on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/10/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 01/27/2014 with the following findings:a review of the pump history showed multiple call service alarms were recorded on 11/14/2013. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The pump performed the rewind, load, and prime steps with no call service alarms occurring. The pump was exercised for 24 hours with no call service alarms occurring. The pump cover was removed and no intermittent conditions were found to the power or radio frequency circuits. The complaint of the call service alarms was observed in the pump history but was not able to be duplicated during investigation.